Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34 on the erbe repeatedly. The tse reviewed the system error logs, and confirmed the error occurrence. The user replaced the erbe generator with a force triad generator to continue with the procedure without further issues. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the reported issue could not be confirmed via system logs, and visual inspection revealed no related problems. However, the erbe consistently showed error c-34 on boot. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.